Manufacturer narrative:
The commander delivery system has been returned to edwards for evaluation. Visual inspection revealed the following: balloon burst, balloon material folded over nose tip, distal end of balloon and guidewire shaft separated, crimp balloon and proximal endo of inflation balloon missing, guidewire shaft cut, flex shaft cut at tip with exposed metal, partial separation of flex tip and shaft, cut on balloon shaft ¾¿ from crimp balloon bond and flex shaft cut at proximal end of sheath housing. Imaging was provided and reviewed. Calcification observed in the patient¿s anatomy, the thv was placed in the annulus and balloon observed bursting during valve deployment. Functional testing was not performed due to the nature of the complaint. Dimensional testing was performed on the single wall thickness of the inflation balloon near the observed burst are and was found to be within specification. Device history record review (DHR) is not required. Based on the technical summary written by edwards, [risk of balloon burst in calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. The complaints were confirmed based on visual inspection of the returned device. No manufacturing non-conformances were identified during the product evaluation. Dimensional inspection of the balloon revealed that the balloon wall thickness was within specification. A detailed root cause analysis for similar returned balloon burst complaints has been summarized and written by edwards in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect, manufacturing non-conformance, or IFU/training deficiency contributed to this type of event, including factors on why deployment balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above the inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Per the complaint description, the stj had ¿medium and eccentric¿ calcification that most likely lead to the balloon bursting during valve deployment. The provided imagery also confirms the presence of calcification. The technical summary additionally demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support the notion that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from the IFU, training manuals, and manufacturing process), as identified in the technical summary, are still in place. The balloon burst would have resulted in an altered balloon profile, which would have created difficulty in withdrawing the delivery system. The altered profile would make the balloon more likely to get caught during attempted re-entry into the sheath distal end. Furthermore, if enough retrieval force is applied on the delivery system due to the resistance encountered at the sheath distal end, it is possible that the balloon would separate, especially in its compromised state. In this case, based on the available information, it is likely that patient factors (calcification) as well as procedural factors (withdrawal of burst balloon) are what contributed to the complaint event. The complaint occurrence rate did not exceed the (B)(6) 2019 control limit for the applicable trend category; a product risk assessment escalation is not required. No edwards defect was identified in the evaluation; therefore, no corrective or preventive action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during the end of deployment of a sapien 3 29mm valve in the aortic position the commander delivery system balloon burst. The balloon burst most-likely due to calcification in stj, described as medium and eccentric. There was no extra volume added to the balloon during valve deployment. The valve was placed as intended with good result. During retrieval of the delivery system into the esheath, the balloon ¿parts¿ were dislodged but stayed on the guidewire due to the ruptured balloon. It appeared that the balloon was divided in half. An ¿umbrella¿ part of the balloon was left inside the patient and was extracted surgically through an incision of the common femoral artery. A portion of the intima was also noted during surgical removal of the balloon. The perfusion was good to the leg and the patient was stable. The patient was discharged 5 days post procedure.